Event description:
The customer's partner called to report that the customer was hospitalized for the second time in two weeks. The contact stated that the customer changed the set a few days before the admission. The contact informed that the customer's bg was high. A manual injection was given and the customer's bg went very low. The customer's bg went high again. The customer went into seizure and the paramedics were called. A replacement pump was requested by the md. The pump had the batteries removed. There was no set or reservoir in place at the time of the call.